Event description:
Healthcare professional reported that during injection 6 months ago with one syringe of juvéderm® ultra xc, the needle popped off. Patient contact was made. No injury occurred.

Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.2 ml of gel remaining in it received with needle still attached to syringe, in an opened tray. Cracks observed at the 3 mm luer lock level.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction and is addressed in the product labeling.

Event description:
Healthcare professional reported that during injection 6 months ago with one syringe of juvéderm® ultra xc, the needle popped off. Patient contact was made. No injury occurred.